Event description:
It was reported that during use with 3 bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes the tubes underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the tube didn't draw blood only up to half of the blood collection tube.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photo showed amount of specimen drawn into tubes was below fill line on tube banded label, thus indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and none had visible defects. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to identify a root cause for the indicated failure mode. This complaint has been confirmed for the indicated failure mode based on the customer photo. H3 other text : see h.10.